Event description:
Reportedly, it was noted that the tip of thetricar sleeve was cracked after the completion of the surgery. However, the cracked portion of the trocar sleeve could not be found. Procedure: lap chole. Pt status: no injuries reported.